Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the surgery of acl, opened the packing, noted the suture was broken (did not use on the patient). Another device was used to complete the surgery. The needle was received with both implants attached in the suture. Visual observation confirms that the suture is about to break; also, it was frayed. Therefore, this complaint can be confirmed. The manufacturing investigation was performed. In addition to this investigation, several manufacturing ways are used to avoid suture damages. As a result, this defect cannot occurred during manufacturing as during the packaging of the product and more specifically the suture packaging. Moreover, they confirmed that the packaging is performed in a way that avoids the suture to be in contact with the needle during the product transport. A manufacturing record evaluation was performed for the finished device lot number: 3l39822, and no non-conformance's were identified. At this time, no corrective action is required, and no further action is warranted, as the device is fully functional. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by affiliate via complaint submission tool that during the surgery of acl, opened the packing of the omnispan meniscal repair 27deg, noted the suture was broken(did not use on the patient). Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided. No surgical delay reported. The device is available to be returned for evaluation.